Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced an intermittent defib test failure along with a therapy pca failure in the status logs. The customer advised he has already replaced the therapy cable but the issue remains. Upon further follow up with the customer regarding this device it was also noted that the unit displayed a charge/shock equipment malfunction message. No patient involvement.